Event description:
In 8/89 a 180cc textured silicone gel was placed postoperatively. The pt complained of increased migraine headaches, otherwise, she is quite asymptomatic. Both xeromamogram & ultrasound confirms a definitive rupture on the left implant.